Manufacturer narrative:
The device was returned to zoll medical corporation and the malfunction was observed. The malfunction was resolved by reloading the software on the system board. The device was recertified and returned to the customer. It's noteworthy to mention the data card installed into the device was not returned as part of the investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.